Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition. The event log revealed that high pressure alarm messages occurred. Afunctional check and a visual inspection were performed. The customer's reported problem was verified. Performed functional check and found the pump did not recognize the cassette when it was latched. Visually inspected the pump and found it had missing upper back label, loose occlusion sensor flexstrip and a damaged occlusion sensor flexstrip socket of the mpu board. The downstream occlusion and mpu board will be replaced. This issue was customer induced as a result of the customers non-performance of required periodic pm activities and the customer's general neglect.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited high occlusion psi. It was reported that there was no patient involvement.